Event description:
It was reported that balloon rupture occurred. A 2.5mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation between nominal pressure and rated burst pressure for the device, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed. No patient complications were reported and the patient status was stable.